Manufacturer narrative:
(B)(4).

Event description:
The customer complained of a low erroneous result for 1 patient sample tested for elecsys estradiol iii assay (estradiol iii). The erroneous result was reported outside of the laboratory. The initial estradiol iii result was 9 pg/ml. This result was reported outside of the laboratory where the physician questioned the result. Based on the patient¿s clinical picture, the result was expected to be much higher. The sample was repeated twice with results of 1010 pg/ml and 1032 pg/ml. A corrected result of 1010 pg/ml was provided to the physician. No adverse event occurred. The estradiol iii reagent lot number and expiration date were not provided. The customer declined a service visit as she didn¿t think there was an issue with the analyzer. The customer thinks the sample may have been run in a rack without an insert or there may have been fibrin in the sample. The customer is running estradiol iii tests in duplicate and have had no further discrepant results.

Manufacturer narrative:
The customer has not had any further issues.

Manufacturer narrative:
The initial estradiol iii result was 9.29 pg/ml. The field service engineer (fse) visited the customer site and all instrument adjustments are ok. The system is operating as it should be and the customer is running tests with no issues.

Manufacturer narrative:
A specific root cause could not be identified. Additional information was requested for investigation but was not provided. Calibration was overdue at the time of the event. A general reagent issue can most likely be excluded. Possible root causes may be related to bubbles on the reagent or sample, improper sample quality (clots/fibrin), a tilted sample tube in combination with low sample volume and drops at the inner tube wall, or instrument misadjustments cause a risk for mis-pipetting if no rack adapters were used. An additional root cause may be related to insufficient maintenance.